Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-62-user had poor technique. Note: manufacturer contacted customer on 1/9/2019 in a follow-up call to ensure the customer's condition since the initial call; customer is still having increased urination. Customer did not seek medical attention. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excess urination and thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.